Event description:
It was reported on the (B)(6) 2021 the patient fell down the stairs and broke their left arm. The surgeon opted to correct it with a metal plate. The patient had constant problems with his arm as they could not move without pain. Other doctors were consulted on the issue and on (B)(6) 2022 they opted to remove the plate. It was noted that the plate started rusting and that the surgeon had to scrape off the rust from the patient's bone.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.